Event description:
It was reported that the lead was explanted and replaced due to increased impedance and threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 7.1-7.2cm from the electrode tip, consistent with lead friction to another device or feature of the heart. The efte coating was intact at this location.

Event description:
New information notes that externalized conductors were noted on the lead prior to explant.